Event description:
It was reported that during a pta procedure for a venous angioplasty of a distal anastomosis of an av fistula in the right arm, the balloon ruptured and the tip detached. The doctor used a 7f sheath and a 0.035 guide wire for the procedure. The lesion was very tight due to venous scar tissue and he believes it ruptured on the first inflation. The balloon was inflated to 18 atm. The tip of the balloon detached and the doctor made several attempts to snag the device, but was unsuccessful. He then put in a covered stent, type unk, over the detached piece of balloon to keep it in place. The pt is doing fine at this time.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. One catheter was received for evaluation. No introducer was returned. Upon inspection of the returned sample, the shaft of the catheter did not appear to have any visible damage except at the distal portion. There appeared to be a collapsed balloon lumen that started at approx. 32mm proximal of the proximal band and extended to approx 89mm. The balloon appeared to have a circumferential tear and then went into a diagonal tear located 31mm to 38mm from the proximal end of the balloon. The tip length of the catheter measured 69mm from the proximal end of the balloon. Approximately 4mm of the tip of the catheter appeared to be necked down. The distal portion of the balloon was missing, as was the distal marker band, this portion was not returned. Under magnification, the impression could be seen where the distal marker band had been. The space between the proximal band and the location where the distal marker band was measured 44mm. The result of the investigation was confirmed for detachment of component; the root cause is unk. It is unk if pt or procedural issues contributed to the event. The current IFU (info for use) states the following: warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. The current IFU (info for use) states - instructions for use: equipment required, introducer sheath (input sheath recommended). This was off label use: the current IFU (info for use) indicates the following: opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above.